Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a non-anspach hose on it due to the device being tampered with/unauthorized repair (user error), and the testing was suspended due to safety concerns. However, it was observed that the hose was not crimped properly, and it failed loctite assessment as the housing was loose from the swivel. The device was taken apart and it was found that there was a motor rub due to improper maintenance. It was determined that the device had a component and hose damage (excluding rupture) damage. It was further determined that the device was loose, and the locking components were damaged. It was further determined that the device failed pretest for visual assessment, muffler tube verification assessment, loctite assessment and cutter lock (no motor rub). Therefore, the reported condition was confirmed. The assignable root causes were determined to be traced to maintenance, which is improper maintenance and failure to follow instructions.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device power was weak. According to the report, the device took longer than usual to create the burr hole. There was a three to seven minute delay to the surgical procedure while troubleshooting and retrieving the spare device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.